Event description:
(B)(4). When I had the essure procedure done in (B)(6) 2014 I started having cramping in my abdomen and back, headaches, back pain, heavy bleeding, and depression. Since then these things have only worsened to the point where it becomes hard to take care of my 2 kids who are (B)(6). I have been to countless doctors who have all told me that I am in good health and they have no explanation for the pain I am feeling. I know that essure has caused everything I'm experiencing and I just want my life back.